Event description:
Customer reports, "explosion of the back of the telephone" while scanning their freestyle libre sensor. Customer further reported, having a burn when scanning their freestyle libre sensor with their phone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Section d4 (serial no) has been updated to (B)(6) from ukn based on the returned product. Section d4 (expiration date) & h4 (device manufactured date) have been updated based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was not properly seated, and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 1 (indicating storage state) with event logs 2 (insertion failure) was observed. The returned sensor was sent for further investigation and de-cased. A visual inspection was performed on the de-cased sensor and no damage was observed. No evidence of the reported issue was observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports, "explosion of the back of the telephone" while scanning their freestyle libre sensor. Customer further reported, having a burn when scanning their freestyle libre sensor with their phone. There was no report of death, serious injury, or mistreatment associated with this event.